Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch unk. Additional information requested and received: please explain what is meant by proximal side (proximal of vessel or staple line?). It means proximal of vessel. The bleeding occurred form the main trunk. What does the surgeon believe was the cause of the damage to this site? The doctor commented that the cause was unknown but the device was not related to the damage. What vessel became damaged? The device was used on the two vessels of collateral of superior lobar arteries. The main trunk of the superior lobar artery which was 2 or 3 mm separated from the staple line became damaged. What is the current patient status? The patient was discharged as scheduled. Are photos or video available? No.

Event description:
It was reported that during a hybrid vats left upper lobectomy, oozing occurred from the staple line after the 2nd firing on the blood vessel though the staple line was completed and the deployed staples were formed properly. Then, the oozing was stopped by hemostasis in about 20 seconds. The cartridge was white (vasecr35). However, it was found that another site was damaged and bleeding occurred. The site was about 2 or 3 millimeters from the staple line on the proximal side and the damage was about a few millimeters in length. The site was clamped with a forceps soon after the bleeding occurred. Therefore, the amount of bleeding was unknown but it was a little. Blood transfusion was not required. After that, the initially created incision was widened from 7 to 15 centimeters and additional suture was performed to stop bleeding.